Event description:
Pt currently receiving 2nd unit of packed red blood cells (prbc)- infusing via alaris pump. At 2030 patient noticed that blood was dripping from her right antecubital peripheral intravenous (piv) catheter. Blood infusion was put on hold while piv was looked at. No kinks or cuts noticed in piv tubing. Green top on piv was changed. Blood infusion re-started. No leaking of blood noticed from piv tubing. At approx 2040 alaris pump started beeping saying "air in line." Air was visualized from the insertion site of the blood chamber, down through the cartridge and roughly 6-7 inches past the cartridge. The portion of the tubing that was spiked into the blood remained wide open with the flush portion clamped. Pt was disconnected from piv. The blood that was in the alaris tubing (approx 5-10ml) was then wasted into a red biohazard bag so that air would not be administered to the pt. The pt was then re-hooked up to the piv and blood transfusion was re-started. Infusion continued on original alaris pump. Drip was monitored to make sure no more air was being infused into the line.